Event description:
Reportedly, the surgeon attempted to inflate the balloon and holes were noted on the balloon. Therefore, another balloon was used to complete the case. Procedure: lap hernia repair. Patient status: no patient injury reported.